Manufacturer narrative:
(B)(4). Batch # p91g4z the analysis results found that harh36 device was returned inside its package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; it was noted the blister was found to be broken at one of the sides of the package and the tyvek torn compromising the sterility of the packaging. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, they started to open the device and it was noticed that the clear part of the packaging was cracked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.